Event description:
Event description guidant received information that a patient with this chronic left ventricular transvenous pace/sense lead was hospitalized as this lead was fractured in its proximal part. It was reported that the fracture was verified by x-ray and further demonstrated by a pacing impedance measurement of 2000 ohms. It was noted that the physician elected to repair this lead by using two adapters (vku s/n osy013044 and vb-lv-isb s/n osy009017).